Manufacturer narrative:
The biomedical engineer reported that the transmitter gave incorrect ECG readings. At first, when used on a patient, the device was giving high t waves and on the simulator it showed the correct values. The device then began to give incorrect values when later tested on a simulator. They will send the waveforms in for review and would like to get an exchanged device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter gave incorrect ECG readings. At first, when used on a patient, the device was giving high t waves and on the simulator it showed the correct values. The device then began to give incorrect values when later tested on a simulator.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) hospital reported the transmitter (zm-531pa sn: (B)(6) was giving incorrect ECG values. When used on a patient, the ECG value displayed on the transmitter was different. The value on the transmitter did not match the qrs value. They were seeing a high t wave on the patient but on the simulator, it showed the unit was giving correct values. All leads were changed. Same result was observed on two different patients. Service requested: troubleshooting/assistance. Service performed: nka clinical support determined issue appeared to be localized to the transmitter. No clinical setting is able to cause the issue. Customer was advised to send the waveforms for review. Multiple attempts were made to contact customer for additional information with no response. Investigation result: the transmitter warranty began 01/27/2017, which is approximately 1.5 years prior to the reported issue. Review of device sap history found no previously reported issues with the unit. Similar tickets review of keywords "zm-531pa t wave" found one other reported issue: (B)(4) reported on (B)(6) 2019 at (B)(6) hospital for zm-531pa sn: (B)(6). Customer reported t wave was expanding too high. Due to lack of customer response, additional information could not be obtained. Waveforms could not be reviewed. Device not returned and no nka evaluation performed. Condition of the unit is not known. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The root cause could not be confirmed. There does not appear to be an adverse trend for this issue. Corrected information: b3. Date of event. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Correction. Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the transmitter gave incorrect ECG readings. At first, when used on a patient, the device was giving high t waves and on the simulator it showed the correct values. The device then began to give incorrect values when later tested on a simulator.